Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a roux en y procedure, the white teflon pad was noticed to be missing from the end of the device. The device was retrieved outside of the patient. The device had also been giving solid tones prior to the teflon pad being found missing. They completed the case with a second device with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the device with the serial number (B)(4) was returned detached but with evidence of the tissue pad material in the groove section of the clamp arm. In addition, the blade of the tip has gouges. The device was tested with a test hand piece and generator an alert screen was received, no further functional testing could be performed. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or ""relaxed pressure on blade"" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be the blade making contact with metal or plastic while activated or the solid tone emitted when the blade becomes damaged. A probable cause of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Both conditions can result in probable damage to the instrument. The batch record was reviewed and no anomalies were noted during the manufacturing process.